Event description:
A visi-pro balloon expandable stent was used on a moderately calcified lesion in the proximal common iliac artery. The device was prepped per IFU with no issues identified. The balloon was inflated with an inflation syringe. It was reported that during the deployment of the stent, the physician did not feel the pressure when inflating the balloon. Then, it was reported that there was difficulty in deflating the balloon, and the balloon seemed to rupture. The balloon material had disconnected from the catheter as well as the marker band. The device was removed along with the sheath as ¿one¿ system. The procedure was completed. No injury to patient was reported.

Manufacturer narrative:
Correction UDI # added.